Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 24 mmol/l (42 mg/dl) fever and dehydration, while wearing the pod on the leg between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin, saline and fever medication.